Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a kidney ablation, at the end of the first cycle they changed the position of the antenna and performed another ablation. Each ablation was for 3 minutes at 100 watts. A needle guide was not use. After the second cycle, they finished the treatment and performed a CT (computed tomography) scan and only then noticed that there was a lot of blood in the antenna tube. They saw that the trocar tip of the antenna had come off. There was no unusual force used on the event. The tip remains inside the tumor in the kidney. The procedure was completed with the same device. A picture was submitted which showed the broken antenna without its tip.

Manufacturer narrative:
Evaluation summary: one ca15l2 was returned for evaluation. Visual inspection of the returned device confirmed the customer¿s reported condition. Thorough analysis of the returned sample concluded that the defect was not related to a manufacturing deficiency. Inspection showed evidence that the tip had been secured properly to the shaft during manufacturing. The cause of the tip detaching during the clinical procedure is undetermined. A review of the device history record indicates this device lot number was released meeting all quality specifications. Review of post market vigilance data indicates that rate of the tip detaching from the antenna is below the rate predicted and accepted in the risk management file. Medtronic continues to monitor complaint data to determine appropriate actions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a tip detached. The ceramic tip was missing and was not returned. The shaft was not cracked where the tip was. It was reported that the device had a component that disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.